Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's fill estimate was inaccurate with multiple cartridges. Also, a cartridge alarm 9 (overfill alarm) occurred. Reportedly, the customer filled the cartridge with over 400 units. However, the exact amount was not provided. It was noted that he customer stated that the syringe was filled all the way with insulin. The customer reloaded the cartridge successfully. The customer's blood glucose level was 372 mg/dl and it was addressed with a manual injection.